Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a cancer patient, during a stent placement procedure on (B)(6), 2011. According to the complainant, the patient underwent chemo-radiation therapy (crt) for treatment of pancreatic cancer. After crt, the stent was implanted against the stenosis from the descending part of the duodenum until the inferior part third of the duodenum. Post procedure, the patient presented with abdominal pain and increased c-reactive protein. A computed tomography (CT) scan and radiographic imaging confirmed that the patient had a perforation around the upper duodenal angulus. The physician thought that the perforation was caused by the "contact between the stent edge around the upper duodenal angulus". However, the physician also stated that the patient had decreased healing time, in such it would be easy for the tissue to split due to scarring, as a result of the crt. The restorative capacity of the patient tissue was low, thus, the risk of perforation was high. On (B)(6), 2011, twenty three days post stent placement, the patient expired due to the duodenal perforation. An autopsy was performed; however, a copy of the report is not available.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted within the duodenum of a cancer patient, during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient underwent chemo-radiation therapy (crt) for treatment of pancreatic cancer. After crt, the stent was implanted against the stenosis from the descending part of the duodenum until the inferior part third of the duodenum. Post procedure, the patient presented with abdominal pain and increased c-reactive protein. A computed tomography (CT) scan and radiographic imaging confirmed that the patient had a perforation around the upper duodenal angulus. The physician thought that the perforation was caused by the "contact between the stent edge around the upper duodenal angulus". However, the physician also stated that the patient had decreased healing time, in such it would be easy for the tissue to split due to scarring, as a result of the crt. The restorative capacity of the patient tissue was low, thus, the risk of perforation was high. On (B)(6) 2011, twenty three days post stent placement, the patient expired due to the duodenal perforation. An autopsy was performed; however, a copy of the report is not available.

Manufacturer narrative:
(B)(4) (increased c-reactive protein). The complainant was unable to report the exact upn or lot number; therefore the manufacture date and expiration date are unknown. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.